Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information !weight).

Event description:
It was reported the patient experienced pain at the ipg site since the ipg was implanted. Patient did not want any further treatment to address the issue and requested the system to be explanted. As a result, patient had the system explanted.